Event description:
A hospital in (B)(6) reported that two breathing circuits from bc151-10 bubble CPAP kits had missing tubing. One kit was missing the expiratory limb and one kit was missing the blue inspiratory extension tubing. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the two complaint bubble CPAP kits, one from lot 120806 and one from lot 120808, were received in unsealed bags and were visually inspected. Results: the kit from lot 120806 was missing the white expiratory limb from the breathing circuit. The kit from lot 120808 was missing the blue inspiratory extension from the breathing circuit. A lot check revealed no other complaints for either lot number provided. Conclusion: the bubble CPAP circuit kit consists of a number of components grouped together during production. It is likely that operator error, during the packing process, resulted in the tube being omitted from the bubble CPAP circuit kits. New standard operating procedures have been put in place to assist the operators on the production line to correctly pack the circuit kits. A specific pack card detailing all components required must be displayed at the packing station. The bubble CPAP circuit kits are visually inspected for missing components prior to distribution.